Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported leak in the cassette during cataract surgery (without intraocular lens implant). The surgery was completed on the same day using another kit. There was no contact with the patient with no report of impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned the investigation site for evaluation; therefore, the condition of the product could not be verified. Customer video provided some insights and was able to confirm there was fluid leakage experienced from the fluidics management system, but we could not ascertain source and failure mode based on the video alone. A sample return would assist in determine the source of the fluid leakage observed in the video. The console was operating, and the cassette and tubing manifolds were connected to the cassette in the video. We could not observe the balanced salt solution (bss) bottle connection in the video. At 2 seconds droplets of fluid was observed below the cassette and at 9 seconds the video pans toward the handpiece connections on the console which is away from the cassette and there was also scattered droplets of fluid in that area of the console; this side of the console contains the handpiece connections and the bss bottle connection to the administration tubing which feeds fluid to the cassette. The administration line crosses this area of the console. Again, we could not see the bss bottle or the admin line connection in the video. At 18 seconds fluid was observed on the floor that had dripped from the console/ fluidics management system (fms) pack. A review of complaints for this lot indicated this reported event is isolated. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. While we could observe the fluid leakage, the root cause of the customer's complaint could not be conclusively determined as product was not returned for testing to determine the source of leakage. The fluid leakage could come from multiple sources such as the manufacturing or supplier manufacturing process, however, without the sample we are unable to evaluate and confirm failure mode and root cause. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time the manufacturer internal reference number is: (B)(4).